Event description:
It was reported to boston scientific corporation that an solyx single incision sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. Additional information received from the physician's office on (B)(6) 2013, noted that on (B)(6) 2009 that patient had no complaints and was healing well. The patient followed up on (B)(6) 2009 and her bladder was voiding well and had no complaints. The patient returned on (B)(6) 2010 and presented with vaginitis; not related to the sling. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.